Manufacturer narrative:
The condition of failure to alarm was confirmed through evaluation due to a pinched volume control wire. The volume control was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During device evaluation by baxter service personnel, a colleague infusion pump failed to audibly alarm failure code 568:320:654:000. There is no patient involvement, injury or medical intervention related to this event. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.